Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal variceal ligation procedure performed on (B)(6) 2025. During the procedure, there was an issue when attempting to deploy the bands. The fifth band on were deployed together. The procedure was completed with a different device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
H6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a150103 captures the reportable event of bands prematurely deployed. H11: the returned speedband superview super 7 was analyzed. The returned device was visually inspected and found to have damaged teeth. The slack had been taken up, and the trip wire was properly attached to the post. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed, however the reported event of bands premature deployment cannot be confirmed. The marks observed on the ligator housing teeth suggest that the device may have been used with excessive force, resulting in damage to the teeth. Alternatively, the damage could be attributed to the technique used by the physician when introducing the device into the patient. This damage may have also impacted the functionality of the handle during band deployment. Regarding the reported issue code "bands premature deployment," analysis revealed damage to the teeth, which could potentially cause this type of malfunction. However, since this failure would only be observable during the procedure and no photos or supporting evidence were provided to confirm premature band deployment, the issue will be classified as cause not established. Based on all gathered information, the probable cause selected is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal variceal ligation procedure performed on (B)(6) 2025. During the procedure, there was an issue when attempting to deploy the bands. The fifth band on were deployed together. The procedure was completed with a different device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a150103 captures the reportable event of bands prematurely deployed.